Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving a failed battery alarm. Customer states that insulin pump was removed during pregnancy and after pregnancy was attempting to change battery and begin insulin pump therapy. Customer states did not have insulin pump at the time of call, but inquired on getting insulin pump replaced due to excessive failed battery test alarm. Customer was educated on meaning of failed battery test and how to clear alarm. Customer was advised to call back with insulin pump in order to complete troubleshooting. Customer's blood glucose was not provided.